Event description:
A home pt's daughter called to report the home pt disconnected her transfer set from the pt line of the homechoice set during therapy without capping off the pt line. Prophylactic antibiotics were administered to the home pt. No pt injury or medical intervention was associated with this incident per the home pt's daughter.

Manufacturer narrative:
Baxter qa dept has reviewed proper procedures with the home pt's daughter in addition to referring her to their nurse for local procedures.